Event description:
Event description cpi received information that during the attemtpted implant of this implantable pulse generator (ipg) it would not pace or sense in bipolar. The physician elected not to implant the ipg.